Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with blank display due to battery unable to lock in place. Unable to perform displacement test due to display anomaly.

Event description:
The customer reported via phone call that the tighten battery and it cracked had crack for a month now goes to the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.